Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? If yes, please describe. How was the procedure completed? Lot number of the product. Patient demographics (initials starting with last name, age, gender), procedure name, hospital / facility name, device return status and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the thread separated from the needle when using the suture. There were no adverse patient consequences reported. Additional information has been requested.